Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing and displayed service codes (B)(4). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca, a shorted u409 component on the computer/analog pca, and contaminated pcbs j1, j1002aa, and j1003aa on the defibrillator board. The root cause for the shorted components could not be positively identified. The root cause for the contaminated components was ingress of an unknown contaminant. Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged battery contacts) has been confirmed. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor and battery.

Event description:
On (B)(6) 2020: resubmitting this MDR as part of an internal audit which indicated that acknowledgement 1 and 2 were received, however the third acknowledgement states that the MDR submission failed with an error message stating "input date cannot be less than 1800". The report was repackaged in the esubmitter application, and is being resubmitted. A us distributor returned a patient's monitor for an unrelated problem and the monitor failed incoming functional testing. In addition, the distributor returned a patient's battery due to damaged battery contacts.